Manufacturer narrative:
H3: product analysis found that the inner shaft was broken 0.59 inches from the distal end of the inner hub upon return. There was c ontamination on the outside diameters of the outer tube and outer hub, and inside diameters of the inner and outer distal tips. There were striations on the shaft near the break point. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that inner shaft of blade was broken found when unpacking the product during the procedure. The reported event result in a procedure delayed by 2 minutes. The blade was broken into two piece only. The procedure was completed with backup product. There was no patient injury.

Manufacturer narrative:
H6: additional information suggest that d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.